Manufacturer narrative:
A partial lead was returned in two pieces. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
The rv lead was explanted due to decreased sensing of r-waves. No other information was available.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Device evaluation anticipated but not yet begun.